Manufacturer narrative:
Manufacturing batch documentation reviewed and no deviations found. The product is manufactured according to specifications.

Event description:
Report from ucsf 22 march 2018: study subject developed increased pain, associated with elevated inflammatory markers and an abnormal pet-CT-scan on (B)(6) 2018, at which time the fixture was noted to be loose. Cultures grew (B)(6). Pathology was consistent with osteomyelitis. Intra-operatively, the fixture was removed and the bone debrided. The patient has been placed on intravenous antibiotics.